Event description:
It was reported that the internist was putting in a triple lumen central line, and the guide wire became unraveled, after being inserted through the initial large bore needle (one used for locating the vein). This long coil then became snagged on the needle. The clinician had to pull the needle and guidewire and start with a new kit. Physician carefully examined the cxr to insure no part of the wire was left inside of patient. The x-ray looked clear.

Manufacturer narrative:
The device has not been returned for evaluation.